Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the power switch in the front was damaged with a broken protective cover, and the plastic cap was torn off.  In addition, the following observations were made: the ac inlet in the rear was damaged and pushed inward; the top cover and main chassis rusted inside; four suction feet at the bottom exhibited weak suction force; the air pressure was low due to a faulty air pump unit; and the tubing was old and bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the imaging device power switch was broken and the metal components of the power circuit were exposed. It was also reported that the power receptacle on the back of the unit was broken and had a broken power switch cover. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed. The root cause could not be identified. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.